Event description:
The patient reported that she has hoarseness so bad that by mid-afternoon she completely loses her voice. She planned to get x-rays done and have her vocal cords evaluated. No further relevant information has been received to date.